Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device. The customer reported a low reading issue with the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer reported a symptom of collapsing and required healthcare professional (hcp) contact for hypoglycemia. It is unknown the details of treatment or length of hospital stay as the customer did not provide additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.